Event description:
Reporter noted vacuum problems, wanted handpiece checked; corneal burn occurred. Surgeon stated corneal burn had occurred immediately after beginning phaco. Handpiece was replaced to continue case. Six sutures used to close wound. Visual acuity 20/25 four days post-op; four diopters astigmatism, which should resolve when sutures are removed.